Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Device received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads. Unable to verify pump error 35 alarm due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had multiple pump error alarms. Blood glucose was unknown. Customer reported they were unable to clear the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.